Event description:
It was reported the rigid video laparoscope had a perforated video cable. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that the issue occurred due to the protector of the video cable section being cut. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to failure to follow instructions. A device history record review revealed no issues that could have caused or contributed to the reported issue. It is stated in the IFU : notice risk of damage to the product a damaged universal cable may damage the endoscope. Make sure that the universal cable does not touch any sharpedged or pointed objects. Safety information notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations, no cuts and other defects on the outer sleeve of the cable, no scratches, no corrosion, dirt or debris, no lens damages or cover glass damages, no missing or loose parts, check all markings on the product for clear visibility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a perforated video cable. There were no reports of patient harm.

Manufacturer narrative:
Correction: h6

Event description:
No additional information received from customer.